Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI not due to a problem with the device or therapy but they did have symptoms. Their healthcare professional (hcp) wanted them to get an MRI because ever since they put the new device in the patient is getting a burning in their right thigh. After being implanted they had to stay in the hospital for 2 nights because of it. During the report the patient was trying to place the ins into MRI mode but was unable to sync with their ins. They thought it was because they need to recharge their implant. They hooked up with the recharger during the call and reported that their ins battery level was low. They would call back for additional assistance. The patient called back stating that they changed their patient programmer batteries and the patient programmer is now working as normal. Patient services reviewed the steps on the patient programmer to determine MRI eligibility and to access/exit MRI mode. No further complications were reported/are anticipated.